Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image freezes due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera iii video system center , to the olympus service center. Upon inspection and testing of the returned device, it was observed that image was freezing due to defective printed circuit board. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process: picture in picture function not working due to faulty picture in picture connector and net spacer found damage . The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.